Manufacturer narrative:
The abbott technical service specialist (tss) replaced the cover hinges [top front cover part 7-76748-01] on the analyzer. No subsequent issues were reported regarding covers not remaining raised after the hinges were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, a similar complaints search, device history review, labeling review, and an instrument service review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
During a proactive visit to the customer site, an abbott technical service specialist (tss) noticed that the top front large cover of the architect c16000 analyzer had a broken hinge. It appeared that the edges of the hinge had been sheared and no longer able to support the top cover. The customer has been bracing up the cover with one hand while using the other to access the sample carousel. This instrument cover is the most frequently used when manually loading samples. Both hinges were replaced as a precaution. There were no reported injuries due to this issue. No patient care/management was affected.